Manufacturer narrative:
Initial.

Event description:
It was reported that the patient announced a usual-size dinner on the ilet and then attempted an additional ¿more than¿ meal announcement upon realizing the carbohydrate portion was significantly larger, but the delivery for the ¿more than¿ announcement was incomplete due to an empty insulin cartridge with a reported blood glucose of 300 mg/dl. No further meal announcements were made within the recommended timeframe, and customer care provided education on meal announcement parameters. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included correction by the ilet and subsequent downward regulation of blood glucose, with no hospitalization or other medical intervention reported. Investigation of this case revealed incomplete insulin delivery associated with an empty insulin cartridge and user handling of meal announcements that did not align with guidance, consistent with insulin out of drug and meal announcement use error. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors in combination with depletion of insulin in the cartridge.